Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored, the contrast and 'ok' buttons were unresponsive, the contrast button contact was missing, and contamination was found under all the button contacts. This report is made based on the results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the pump powered up to a dim verify screen with discolored text. The auditory and vibratory features were operational. The keypad cover was peeling and torn. The contrast and ¿ok¿ buttons were unresponsive. Removal of the keypad cover found the contrast button contact was missing and contamination was found under all the button contacts. (B)(6).